Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient¿s information and device information involved in the event, but it was unknown what the patient¿s weight was. It was noted the device was implanted on (B)(6) 2017 and ineffective therapy was first noticed in february of 2018. The cause of the ineffective therapy according to the hcp was ¿ineffective therapy¿ and the issue was ¿therapy/patient selection.¿ to resolve this the device was explanted on (B)(6) 2018 with the device status being noted as ¿explanted.¿ following explant, the event was noted as resolved and no further complications were anticipated.

Manufacturer narrative:
No information for date of event. No patient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient has an ineffective dbs that they will be removing and replacing with a motor cortex stimulator (she has both a movement disorder and a pain syndrome from the same initial hemorrhage). The healthcare provider is wondering if they can connect the same extension and/or ins, using any kind of an adaptor. The patient has a (B)(4) lead, standard extension, and activa sc ins. They want to use 1 or more spinal cord stimulator (scs) paddle electrodes for her mcs and could probably use any configuration included the old 1x4 strips if they are available. It was reviewed back to the healthcare provider that the pain leads are able to fit into the dbs extension, so they can probably save the extension and the ins from the existing system. No further complications were reported or anticipated with this event.